Event description:
It was reported the patient feels the stimulation is too strong during his physical therapy sessions. The patient reported he is not receiving any stimulation on his right side and that he has inadequate stimulation on his left leg. Also, the patient reported he is getting a stinging sensation at the ipg site. The patient met with his physician and x-rays were taken, it was observed that the wide space lead was coiled around the ipg pocket and the end of the lead appeared midline and to the right. Follow-up indicates surgical intervention was undertaken and the lead was replaced. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.